Manufacturer narrative:
Occupation of reporter is unknown. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a burning smell coming from the unit. The ge field engineer found the smell was due to a damaged power cable head which had melted and burned. There was no reported pt injury associated with this event.